Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead exhibited high pacing lead impedance. It was also reported that the cardiac resynchronization therapy pacemaker (crt-p) interrogation report displayed question marks. The rv lead, ra lead, and crt-p remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 383069 lead implanted: (B)(6) 2022 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the implantable pulse generator (ipg) was explanted and being used as an external temporary pacemaker. The high rv lead impedance warning and the invalid longevity data were expected behavior with the device being used externally. The high ra lead impedance warning was due to there being no ra lead in use.